Event description:
It was reported that a patient was implanted in (B)(6) 2002 at an unknown hospital with depuy fusion construct at l3-l5, and was returned to or on (B)(6) 2012 for removal of 6 screws and 2 rods of depuy moss/miami system due to adjacent level disc disease. The surgeon removed all hardware and revised to matrix plif (posterior lumbar interbody fusion)-levels l2-l5. During the revision, the surgeon was unable to remove one locking cap from the screw, so the surgeon was unable to relocate the screwhead for placement of the transconnector. The surgeon completed the procedure without placing a transconnector. Event #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Explant date reported in error.